Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain and bleeding at the ipg site. Additionally, it is suspected that the patient is suffering from an infection, as such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that an infection was confirmed at the ipg site. As such, surgical intervention was undertaken on (B)(6)2022 wherein the system was explanted to address the issue. Reportedly, the infection is treated with IV antibiotics.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.